Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01029. It was reported that the patient experienced ineffective stimulation. The patient felt a zapping sensation at the lead site. It was found that one lead had two contacts with high impedance. The patient underwent surgical intervention in which the lead was removed and replaced. Effective therapy was restored post operation. Note: since it is unknown to the manufacturer which lead was explanted, both devices are being reported on.